Event description:
Customer reported no images on the monitors at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards and fuses. System operates as intended.